Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range the event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual important information. Please read before use: warnings and cautions during the device evaluation, service found the charge coupled device (ccd) unit. In addition, the image guide protector and scope cover were worn and had discoloration. The angulation was out of specification due to wear of the angle wire. The suction cylinder and instrument channel port were shaved. There was a leak due to a perforation in the instrument channel. The switch box had corrosion, and switches 1 and 2 were not working due to corrosion of the switch circuit board, from fluid ingress. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Service found the insertion tube was a third-party product, and the electrical connector demonstrated third-party repair. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that there was reduced angulation during an unspecified procedure. There was no patient or user injury reported. During inspection and testing of the device, service found the endoscope image displayed was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.